Event description:
Pt was admitted with shortness of breath. Following implant, the leaflets failed to open and the valve was explanted and replaced, extending operation room time. The pt remained in intensive care unit and expired 3 days postop.